Event description:
Solicited communication. Patient's mother and home health care nurse reporting that the curlin pump has malfunctioned, error "pump system timed out". Client and nurse have tried powering pump off and on and replacing the batteries without a successful resolution clearing the error message. Clients' nurse/mom were advised to use gravity tubing to perform infusion, confirmed that gravity tubing was on-site. Serial number of pump number (B)(6). No further information provided. Pharmacy replacing device. No interruption to therapy, missed dose(s) or adverse event(s] reported due to product issue. Trouble shooting was completed and unable to resolve the issue. Device is available for return. Reported to (B)(6) by pt/caregiver.